Event description:
It was reported that there was a change in thresholds on the right ventricular (rv) lead. It was noted that the thresholds were unstable and doubled during the device change out procedure. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.